Manufacturer narrative:
Product ID 37602 lot# serial# (B)(4) implanted: (b)(6 2015 explanted: product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient inquired if an electric blanket would have any effect on their device. It was stated that they are not feeling well and feels the devices are not working properly, with suspected electric blanket interference. The patient saw their healthcare provider (hcp) on the week prior to date notified who adjusted their medications because the device isn't on high enough settings. The medications are to stop the tremors and "not the device." The patient also has problems with freezing and memory issues when stressed. Follow up with the hcp is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.